Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported that they experienced sudden loss of therapeutic effect for implantable neurostimulator (ins) in (B)(6) 2016. They thought that it was (B)(6). Patient reported the loss of bladder control. Patient did not feel the stimulation and they were unable to determine, if the stimulation was on or not. Patient thought that they were implanted (B)(6) 2016. Patient was advised to consult with doctor for more information and they did schedule for (B)(6) 2016. Patient was implanted for urinary dysfunctional/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.